Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that after 20 seconds into a spin, the imaging system stopped. Upon rebooting the system, the issue was resolved, and a spin was successfully completed. Surgical time was delayed less than one hour, with no reported impact on patient outcome.